Event description:
Report rec'd indicated that during an axillo-femoral bypass, it appears, the distal tip of the supertorque catheter separated in-pt. Subsequently, there was thrombosis in the vessel. The event occurred during an arterial bypass. As reported by the affiliate "catheter broken. Axillo-femoral bypass. Section of the distal tip of the probe angiography in an application of aortic stent. Thrombosis iliac artery. The pt is well". Requests for add'l info including, pt, vessel, lesion, procedural and treatment info has been made to the initial rptr and response is pending.

Manufacturer narrative:
This prod will not be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.